Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had small p-waves and occasional oversensing leading to inappropriate mode switch episodes. During a routine generator change-out procedure, it was noted that the ra lead had an insulation breach near the terminal pin. The ra lead was repaired with medical adhesive and a suture sleeve. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.